Event description:
Lap gastric by pass - "as case was finishing they noticed some blue amterial on the bower. When they retrieved it they realized it was the ti of the grasper. There was no injury to the pt and no complications as a result."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.